Manufacturer narrative:
No date of event could be obtained from the customer. No samples (actual or unused) were provided by the customer. Received customer data control chart. No material # nor batch# was provided by the customer. No clarification or further information was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information.

Manufacturer narrative:
Complaint (B)(4). N0 samples and sufficient information on the material/batch were provided. Customer is asked to provide more information. If samples from customer are received or more information is available and the investigation is completed, a supplement report will be filed.

Event description:
St. Joseph's laboratory system (five sites) converted to greiner tubes in may 2020. Since the conversion customer states the labs have experienced increases in hemolysis. Customer has provided some data showing the increases. Hemolysis data is collected in the aggregate of chemistry specimens and not documented by product item and lot numbers. Customer confirmed that the same collection, handling, and processing of patient specimens occur with the greiner tubes as with the bd tubes prior. Customer notified greiner in (B)(6) 2020, (B)(4) of the increase but with no detailed information. Customer had a conference call with greiner in (B)(6), 2020 to discuss hemolysis, the report from (B)(4), and next steps. Customer has notified the sites not to double spin (re-centrifuge) specimens per our IFU. Customer has provided some additional information by laboratory site. Based on certain hemolysis index levels seen (varies by lab) the lab will cancel the patient's results and redraw. Customer advises this is a critical matter as it impacts patient care when redraws are required. Greiner is working with the customer on collection methods used as there is indication that this may be a contributing factor to the increase in hemolysis seen. Hemolysis seen. (B)(6) centrifuges at 1912 rcf for six minutes and allows specimens to clot for 30 minutes prior to centrifugation. Customer advised that inpatient samples are centrifuged within two hours of collection but advises they do receive unspun specimens from some outreach sites. Collection methods for inpatients are straight needle and ER is from the IV line. The laboratory uses the beckman coulter hemolysis index for hemolysis and will cancel / redraw when hemolysis index is greater than 4.